Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient indicated a drop in blood pressure and urinary retention shortly after the implant procedure. As a consequence, the patient was hospitalized. Nevro had attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. Follow-up indicated that the patient is currently using the device to find effective pain relief and there have been no reports of further complications regarding this event.